Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rt200 adult dual heated breathing circuit from the hospital. We will provide a follow-up report once we have received the complaint device and completed our investigation.

Event description:
A hospital in (B)(6) reported to a distributor that an rt200 adult dual heated breathing circuit failed the ventilator leak test. This was observed before use on a patient.